Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received by the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: us157856 ¿ m2a magnum cup ¿ 778760, x180316 ¿ bi-metric stem ¿ 548150, 139254 ¿ m2a taper - 309950. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04843.

Event description:
It was reported that a patient is being considered for a left hip revision approximately 10 years post implantation due to elevated metal ion levels, pain, constant burning, aching and decreased mobility. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.